Event description:
Reference number (B)(4). Event occurred in argentina. It was reported that patient faced high blood glucose event on (B)(6) 2026. The patient treated with correction through pump. No further information available.